Manufacturer narrative:
Continuation of d10: product ID: a810, lot# / serial# unknown, I product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, patient, foreign) regarding a patient who was receiving unknown morphine with concentration 16 mg/ml at a dose rate of 12,495 mg/day via an implantable pump. It was reported that the pump gave a non-critical alarm regarding reservoir low level after the pump had been filled up on (B)(6) 2024. The software update had been carried out on the clinician programmer tablet and now had the 2.0 version (2.0.1460) of synchromed software application. The pump was queried and log data was read out. It was unknown if the issue was resolved at time of report. No surgical intervention occurred and no surgical intervention was planned. The patient's age, weight, gender, and medical history were unknown or would not be made available. The patient¿s status at the time of the report was without injury. The date (B)(6) 2018 is considered an approximate date of pump implant (specific year known only).